Event description:
It was reported that a continu-flo solution set leaked between the chamber and the equipment (tubing); the tubing separated from the drip chamber. The issue was identified during patient infusion with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in march 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.